Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the distal right coronary artery. A 2.8x19mm graftmaster was being used to treat a perforation; however, it failed to cross due to anatomy even after several attempts. The procedure was successfully completed with a new 2.8x19mm graftmaster. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.